Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "pump malfunction, high temp". No specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.